Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer, reservoir tube o-ring missing, scratched case, pillowing keypad overlay, and minor scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown. The customer states the insulin pump has damage on the reservoir compartment. The insulin pump will be returned for analysis.